Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, patient, healthcare provider, foreign) regarding a pati ent who was receiving lioresal (baclofen) with concentration 2000 mcg/ml at a dose rate of 375 mcg/day via an implantable pump. The date of pump implant was unknown. Regarding medical history, the patient also had a deep brain stimulation system implanted for dystonia. It was reported that the implanted pump was not working properly because the pump deposit was not corresponding to the volume indicated by the clinician programmer. Also, the patient had in the past one eventwith symptoms related to intradoses and it was found out that pump deposit was totally empty, however, the pump reservoir should not have been totally empty as the clinician programmer was still showing that deposit was not empty. The date of the past event was unknown (day, month, year not specified). In (B)(6) of 2023, a catheter test was performed and they had confirmed that catheter permeability was correct. A pump rotor study was also performed which showed correct pump functioning. Regarding factors that may have led or contributed to the event, it was noted that the patient has had several pump refills performed in another hospital where they may not have used the manufacturer's refill kit; however, they were not sure about this. The pump was replaced and was to be returned to the manufacturer. It was unknown if the issue was resolved as of (B)(6) 2023. The patient was without injury regarding their status as of (B)(6) 2023. The patient's age was 11 years and 8 months. The patient's weight at the time of the event was unknown.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Visual inspection identified some slight damage to the fill septum, near the metal guide ring, with no leaking seen during analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding the report of in the past the patient had symptoms related to intradoses / pump was found empty and volume discrepancies, it was indicated that the exact dates of events were not available. The issue / pump not working properly, volume discrepancies, and symptoms had been resolved as the pump was replaced with another that was working properly. It was further noted that up to this moment the patient has not shown problems. The pump was to be returned to the manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.